Event description:
On 12/11/2009, patient reported that she received elevated readings while on her primary infusion device. She states the readings went as high as 20 mmol/l (360mg/dl), 22 mmol/l (396 mg/dl), and 28 mmol/l (504mg/dl). She stated, her readings were elevated 5 - 6 times total. Patient reported she just had a change in her job and is experiencing a lot of stress. Patient reported infusion device gave her no alerts or errors. Patient reported, she noticed blood in her infusion tubing once and changed the infusion set. Patient stated she received a shot of cortisone, and her doctor informed her that her blood glucose readings could be elevated due to this medication. Patient reported, the infusion device has been dropped, but it was a long time ago. Unable to determine if infusion device was cracked due to language barrier. Patient stated she thinks that her basal rates may also have contributed to her elevated readings, because since she switched to her backup infusion device this weekend; her readings have been in the normal range. Patient reported, her backup infusion device has different basal rates than the primary device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.